Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt has been experiencing a burning sensation, numbness, dizziness and pain at the ipg pocket site and the left side of his body whether stimulation is on or off. The ipg is located in his left buttock. The pt also reported it requires frequent and longer attempts to recharge the device. A full diagnostic parameter indicated normal impedance values. In an effort to resolve the issue, surgical intervention is pending.